Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage. The patient¿s mother stated a portion of the sensor wire was on the underside of the transmitter holder and inside the patient¿s arm. She indicated the patient had an x-ray image and discovered that the wire was broken into two pieces. No treatment information was provided. At the time of contact, the wires were still in the patients arm and the area was tender to touch. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.